Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j newton heparin coated fixed core wire guide was used for a line placement, and it got caught on the catheter during retraction in addition to unraveling inside of the patient. It was noted that the wire met resistance during removal, but the wire was still intact when it was removed from the patient. It was further noted that the distal weld connection separated form the safety wire and coil to result in coil elongation which allowed the inner mandril wire and safety wire to become exposed. The product problem did not result in any reported serious injuries to the patient.